Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following implantation of an intraocular lens (iol) the patient experienced endophthalmitis due to fungus, which has only grown on the lens. Anti fungal medication were given. Urgent vitrectomy was performed. Visual acuity was improved to 20/30, but inflammation persists in the anterior chamber. The patient was under medications. Starts lowering av to 20/100. Performed posterior cavity lavage, iol lavage and capsules with urgent povidone-iodine solution. Lens was explanted. The patient symptoms were improving. Additional information was requested and received conmed details.